Event description:
It was reported to medtronic minimed that the customer reported a lost sensor signal alert message, the transmitter did not blink, transmitter did not charge and not working. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884, mmt-7040a, and mmt-7715. Troubleshooting was performed, and the customer confirmed that the transmitter serial number was programmed in the manage devices screen. Pump was in the process of making multiple attempts to re-establish communication with the transmitter. The transmitter did not blink as expected when connected to the tester and/or removed from the charger. The transmitter led light may not be working properly. The charger led light is flashing green and has not been used for more than 1 year, but it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-7040a, and mmt-7715. Mmt-7841zn was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. After 2 hours the unit was able to charge, and the led is flashing properly. Unit failed to communicate and sync during rf ble test, problem was isolated to electronic assembly. In conclusion, unable to perform functional and rf/ble/downgrade/association/accuracy test due to communication anomaly. The complaints of led, and charging anomalies are not confirmed. However, the communication anomaly is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.